Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a heavily tortuous, heavily calcified, and thrombus lesion in the right external iliac artery. Following the successful deployment of a 7x59mm ominlink balloon expandable stent (bes) and emboshield nav 6, a 7.0x39mm otw omni elite was attempted to be advanced to the lesion; however, failed to cross the tortuosity proximal to the already deployed stent. At this point the physician attempted to pull the 7.0x39mm bes; back into the 6 fr introducer sheath; however, the stent was noted to dislodge and was noted to be stuck halfway out of the sheath. The physician pulled the introducer sheath to attempt to remove it, but it got caught in the arteriotomy [access sight], so the physician took a pair of non-abbott clamps and simply pulled the stent, filter, and sheath out of the arteriotomy without issues. The procedure was successfully completed and there were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information, it is likely that the failure to cross and resistance during removal was due to interaction with the challenging anatomy and newly placed stent. Additionally, it is likely that during the attempt to advance against resistance, the stent to become compromised on the balloon resulting in dislodgment during removal due to interaction with the introducer sheath. As a result, unexpected medical intervention was required to remove the stent. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction: device available for evaluation updated from yes to no.